Manufacturer narrative:
Date returned to mfg: 12-jan-2024. Investigation summary: device was received with front cover full of nicks and scrapes, microswitch bent, line cord faded and worn, quick connect corroded, enclosure cracked under quick connect, pole clamp discolored, outdated pcb and power switch, lcd liquid leakage, and damaged serial label. The tank was then filled with water, the temp check was attached, line cord plugged in, and power turned on. The device leaked under the quick connect, confirming the customer's indicated failure. The root cause was due to a crack in the enclosure. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device was leaking from the port. There was no patient involvement and no patient harm reported.